Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot # 6l10946) was received at us cq. Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device radiolucent insertion handle frn (B)(4). No other issues were identified with the device. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded (p/n: 03.010.523, lot # 6l10946). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523-us, lot: 6l10946, manufacturing site: bettlach, release to warehouse date: 16 december 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 6l10946 , and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp to the new erp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the driving cap broke inside the handle after being impacted. The driving cap piece is lodged inside the handle. There was a no surgical delay. The procedure was successfully completed. Patient outcome is unknown. This complaint involves (2) devices.